Manufacturer narrative:
Event date: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's stimulation decreases by itself. Diagnostics discovered multiple contacts with high impedance. In turn, reprogramming was unable to resolve the issue. Surgical intervention steps were taken where the lead was explanted and replaced. Reportedly, the issue resolved.

Manufacturer narrative:
The reported event for high impedances was confirmed. As received, the lead was complete (the complete 60cm was returned). Microscopic inspection of the lead for channels 1-8 revealed all wires were broken 7.8cm distal to the stimulation end. Microscopic inspection of the lead for channels 9-16 revealed all wires were broken 7.5cm distal to the stimulation end. All channels measured open due to the broken wires. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.